Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up. The device declared end of life (eol) approximately 9 months ago. A message indicating the device had gone into storage mode was observed. Additionally, a message indicating a charge time out was observed. Technical services discussed the charge time out likely occurred due to the device declaring eol. No adverse patient effects were reported.

Manufacturer narrative:
The physician discussed device replacement with the patient, however the patient elected to not have a new device implanted. This device remains implanted. Should additional information become available this event will be updated.